Event description:
During preventive maintenance, the service representative observed that no power was found at p9 of the power distribution circuit board. The result was that one of the internal air circulation fans did not function. The device was repaired and the affected circuit board and fan returned to the manufacturer. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.